Manufacturer narrative:
Conclusion: device evaluated and alleged failure could not be duplicated. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made and functional testing was performed. (B)(4).

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly handle couldn't be removed from cup after impaction.